Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the helical blade/screw coupling screw won't slide in, the screw inserter was bent and the tfna screw peeled off. This is report 1 of 3 for (B)(4)..

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the set during a trochanteric fixation nail advance (tfna) removal on (B)(6) 2018, the tip of the helical blade/screw extractor was discovered to be broken off and could not be used to remove the tfna screw. The insertion handle was then connected with the helical blade/screw coupling screw to the tfna screw in an attempt to remove the tfna screw. The screw was finally removed, but the screw inserter, coupling screw, and tfna screw were all damaged in the process. It was unknown when the hardware was implanted. The hardware removal was scheduled due to the patient's age. There was a fifteen (15) minute surgical delay. The surgery was successfully completed. Concomitant devices report: nail extractor (part 03.037.032, lot 987983, quantity 1). Insertion handle (part/lot unknown, quantity 1); tfna nail (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.037.030. Lot: 9518495. Manufacturing site: hägendorf. Release to warehouse date: 19.oct.2015. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Complaint summary: it was reported that upon opening the set during a trochanteric fixation nail advance (tfna) removal on (B)(6) 2018, the tip of the helical blade/screw extractor was discovered to be broken off and could not be used to remove the (tfna) screw. Flow: broken. Visual inspection: the helical blade/screw extractor (part 03.037.030, lot 9518495, mfg 19.oct.2015) was received at us cq with a broken distal tip. The fracture is at the transition between the shaft and the first thread. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the diameter of the shaft proximal of the break, measured 4.96 mm. This is within specification of 4.95 to 5.00 mm, based on drawing. Document/specification review: the following drawing(s) was reviewed: extraction instrument for head elements. Shaft for extraction instrument. DHR review showed no ncr¿s were generated during production. Only top level of the device history record could be reviewed as sub-components are not lot tracked. Conclusion: the complaint condition is confirmed as the extractor (part 03.037.030, lot 9518495) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices report: insertion handle (part number unknown, lot number unknown, quantity 1). This report is for one (1) helical blade/screw extractor. This is report 1 of 5 for (B)(4).